Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: during testing, the pump powered on with a blank display screen, audible tones and vibratory alarms. The pump was opened and the display screen was found to be cracked. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had a blank display screen. The pump was confirmed to have functioning auditory and vibratory alarms. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.